Manufacturer narrative:
Resultcode: foot board, calibration.

Event description:
It was reported by service report that the footboard was missing and the scale was not working properly. No pt involvement or adverse consequences are reported.